Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision; right; asr xl; reason(s) for revision: pain. Update - added additional surgeon and hospital taken from (B)(6) email dated (B)(6) 2013. Update 16 oct 2014 - claimsuite, reason for revision, filled in all mw boxes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.